Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, there was tremendous amount of leakage from the trocar. The device leaked with and without an instrument being inserted. They continued to use to complete the procedure. No patient impact. The trocar was discarded.